Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asfrf909 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a powerloc 20g needle came apart. This occurred during the infusion of CT contrast at the appropriate psi/ml per sec. The tubing disconnected from the leur lock hub as pictured during CT scan at 2.5mls per second so a low rate. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of the tubing disconnecting from the luer adapter was confirmed; however, the root cause was not identified. The product returned for evaluation was one infusion set luer adapter. The luer was fully detached from the extension tubing. The extension tubing and needle housing were not returned for evaluation. A needleless injection cap was attached and usage residues were abundant throughout the sample. Clear material was adhered within the distal end of the connector. Microscopic inspection of the sample confirmed that the tubing had become detached from the luer adapter. Inspection using a uv light revealed adhesive residue within the distal region of the luer adapter. The disconnection of the luer from the tubing suggested that the bond between the two components failed; however, it could not be determined to what extent chemical and mechanical factors during device use may have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that a powerloc 20g needle came apart. This occurred during the infusion of CT contrast at the appropriate psi/ml per sec. The tubing disconnected from the leur lock hub as pictured during CT scan at 2.5mls per second so a low rate. There was no reported patient injury.